Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that a few days after implant the patient's device did not sense ventricular fibrillation (vf) as a tachycardia event. The patient was externally defibrillated four times without success and asystole followed for a few minutes before pacemaker get back to the normal operation. At the moment the physician suspected permanent brain damage. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.